Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 168 mg/dl at the time of incident. The customer's blood glucose was 488 mg/dl at the time of call. The customer stated that they were treating the blood glucose with manual injection. The customer's blood glucose was 1200 mg/dl at the time of hospitalization. The customer stated that they had symptoms of high blood glucose such as vomiting. The customer stated that they became an inpatient. The customer stated that they were wearing an insulin pump during hospitalization. The customer stated that they found that the cannula was bent during troubleshooting. The customer was advised insertion techniques to prevent bent cannula. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.